Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day transesophageal echocardiogram(tee) follow up procedure. The imaging showed that the device was positioned well and there was no thrombus. Two years post procedure the patient had a follow up procedure where it was discovered that there was a device related thrombus. The patient was put back on anticoagulation medication and will have a follow up tee procedure in 45 days. The patient has no other complications and is doing well following this event.